Manufacturer narrative:
Continuation of d10: product ID: 3778-45, serial#: (B)(6), implanted: on (B)(6) 2010, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3778-45, serial/lot#: (B)(6), ubd: 14-oct-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during a battery replacement, high impedances were discovered with electrode 8 (17,290), electrode 9 (21,670), electrode 10 (20,550), electrode 11 (20,650), electrode 12 (18,870), electrode 13 (22,580), electrode 14 (28,480) and electrode 15 (19,170). No stimulation issues or symptoms reported. Troubleshooting was performed: wiped down all electrodes of the affected lead (the end that connects to the battery), with a wet and dry gauze and connected the lead to the new ins battery at the 8-15 connector. Checked impedances and they came back as high. Tested the affected lead at the 0-7 connector, however still seeing high impedances. The hcp reported they do not plan to revise the lead at this time. They will use the other lead for programming. The cause was not determined and the issue is ongoing, but the rep noted they would submit any new information that becomes available.